Manufacturer narrative:
It was reported that on (B)(6) 2013 the patient underwent a robotic-assisted hysterectomy with bilateral salpingo-oophorectoxny and morcellation of the uterus. She had no surgical complications and at the time of surgery, it was found that she had an approximately 16-18-week-sized uterus with multiple enlarged fibroids. The patients final pathology demonstrated benign fibroids and benign ovaries and was discharged home the following day. In (B)(6) 2014 she was diagnosed with an abdominal mass right lower quadrant and retroperitoneal carcinosarcoma. She underwent an exploratory laparotomy, radical tumor debulking, retroperitoneal exploration and right pelvic lymphadenectomy surgery for a right retroperitoneal mass measuring approximately 8 cm in size on (B)(6) 2014. Patient underwent 3 cycles of chemotherapy, radiation and 3 additional cycles of chemotherapy. Mediastinal lymphadenopathy was diagnosed in (B)(6) 2014.

Manufacturer narrative:
(B)(4). Additional surgery, procedure. Retroperitoneal carcinosarcoma cancer occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. Additionally it is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a robotic laparoscopic supracervical hysterectomy on (B)(6) 2013 and a morcellex was used. The patient underwent a CT scan on (B)(6) 2014 and a large cystic mass was revealed, the patient was diagnosed with retroperitoneal carcinosarcoma with metastatic disease. It was reported that the patient died on (B)(6) 2014. No additional information was provided.